Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "broken prosthesis, implant removed in order to limit the spread of silicone, and double capsule." Device has been explanted and replaced with non-abbvie device.

Event description:
Physcian reporting "suspected rupture and informing the breast is continuing to swell". MRI test provided shows ¿the prostheses show discrete signs of contracture with a modest periprosthetic fluid layer on the left (about 7-8 mm maximum thickness). In the left qi, the focal thinning/discontinuity of the capsular profile seems to be appreciated, clearly evident in sagittal acquisition, without obvious inhomogeneity of content. The finding appears suspicious due to an initial intracapsular rupture¿. Healthcare professional additionally reported "broken prosthesis, implant removed in order to limit the spread of silicone, and double capsule." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physcian reporting "suspected rupture and informing the breast is continuing to swell". MRI test provided shows ¿the prostheses show discrete signs of contracture with a modest periprosthetic fluid layer on the left (about 7-8 mm maximum thickness). In the left qi, the focal thinning/discontinuity of the capsular profile seems to be appreciated, clearly evident in sagittal acquisition, without obvious inhomogeneity of content. The finding appears suspicious due to an initial intracapsular rupture¿. Device remains implanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "discrete signs of contracture¿ ¿capsular contracture (unknown baker grade)¿, intracapsular rupture, ¿a modest periprosthetic fluid layer on the left (about 7-8 mm maximum thickness)¿.